Event description:
In 2007, this patient was treated for an abdominal aortic aneurysm. After deployment of the trunk-ipsilateral device and the first, second and third contralateral leg components on the contralateral side, an endoleak was noticed. A fourth contralateral leg component was placed between the first and second contralateral leg components, but the endoleak persisted. Images were taken and sent to gore imaging services for review. These indicated a type iii endoleak either at the contralateral gate or between the first and second contralateral leg components. The following month, a reintervention took place but after four different angiogram views no sign of an endoleak was found. The pt tolerated the procedure well. Reintervention images are not being sent to gore.

Manufacturer narrative:
Device remains implanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Please noted attached list of additional devices implanted in pt; contralateral leg components pxc201200/lot#04775210 and pxc201000/lot#04829915.